Event description:
It was reported that three hundred and thirty-seven days post a port placement in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the front end of the catheter was allegedly found to be broken. It was further reported that the broken end was allegedly located in the right atrium and removed by surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three hundred and thirty-seven days post a port placement in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the front end of the catheter was allegedly found to be broken. It was further reported that the broken end was allegedly located in the right atrium and removed by surgery. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: d4 (medical device expiration date), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.